Manufacturer narrative:
This report is filed january 22, 2016. The device is currently unavailable.

Event description:
It was reported that the battery corroded and got hot; subsequently the patient was burned and caused a blister. The patient was advised to discontinue use of the battery and a new replacement battery was sent. The device has not been made available for analysis as of the date of this report, (B)(6), 2016.